Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was not confirmed; however, a hole/tear was noted on the inner member proximal to the distal balloon marker, which is likely what the account perceived as the reported balloon rupture. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported balloon rupture or noted hole/tear on the inner member could not be determined. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the guide wire was loaded at an angle and/or the device was inadvertently mishandled such that the guide wire pierced through the inner member, resulting in the noted hole/tear and thus gave the impression of a balloon rupture; however, a conclusive cause of how the damage occurred cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the tibio-peroneal (tp) trunk with mild calcification. The 3x200 armada 14 percutaneous transluminal angioplasty (pta) catheter was prepped per the instructions for use (IFU) and advanced to the lesion without resistance. When the device was inflated to about 1 atm, contrast was seen on angiography coming from the distal tip of the device. The device was removed and no damage was noted on the balloon. A new same size armada was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.